Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. It was reported that a male patient born in 1992 underwent an atrioventricular reciprocating tachycardia (avrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure on(B)(6)-2021, the physician wanted to flush the vizigo¿ sheath but flushing did not work. He observed a white obstruction at the bottom of the handle, at the port where the flushing is connected. The obstruction could be the valve, but it was not investigated. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The vizigo¿ sheath was replaced, and the procedure was continued. No ablation was performed at this stage. The procedure was successfully completed without patient consequence. The biosense webster inc. Product analysis lab received the device for evaluation on(B)(6)2021. The device evaluation was completed on(B)(6)-2021. An analysis was performed on the photos that was provided by the customer. According to the photos, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the pictures received. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record (DHR) review was performed for the finished device 00001540 lot number, and no internal action related to the complaint was found during the review. Based on the DHR, the d 4. Expiration date and h4. Device manufacture date were updated on this report. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born in (B)(6) underwent an atrioventricular reciprocating tachycardia (avrt) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. During the procedure on the (B)(6) 2021, the physician wanted to flush the vizigo" sheath but flushing did not work. He observed a white obstruction at the bottom of the handle, at the port where the flushing is connected. The obstruction could be the valve, but it was not investigated. Air did not enter the patients body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The vizigo" sheath was replaced, and the procedure was continued. No ablation was performed at this stage. The procedure was successfully completed without patient consequence.